Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported it was reported that the customer experienced an elevated blood glucose (bg) level of 215 mg/dl and required assistance from the school nurse. Cause was not known. A manual injection was administered to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management. Multiple attempts were made by tandem technical support to gather additional information on the required assistance, however, no response was received.